Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was that their stimulation was off. The patient stated that they woke up last night and felt tingling in their legs because they did not have the controller and recharger connected at that time. Agent instructed the patient to turn the stimulation on. The patient reported that the stimulation is turned on; however, they are unable to feel any stimulation. Issue started today, with the patient unable to feel stimulation even after starting to charge the ins. The patient was redirected to their healthcare provider to further address the issue. Agent redirected the patient to schedule a follow-up with their provider or manufacturer representative (rep) for further evaluation.